Event description:
The patient contacted lifescan and reported that her one touch ultra meter was reading in the wrong unit of measurement (mmol/l instead of mg/dl). During troubleshooting, it was verified that this was not a new product and that the meter was previously set in the correct unit of measurement. The patient had reported that she had changed the code on the meter and since then, the meter was in the wrong unit of measurement. However, to change the code on the one touch ultra meter, one does not have to go into the meter settings option. Therefore, it can be concluded that the patient may not have changed the units of measurement accidentally, while changing the code. The patient did not receive any medical attention or treatment. Based on the information provided, this case is being reported as a malfunction due to the fact that meter is in the wrong unit of measurement, while the patient did not go into the meter settings to change the units of measurement. A replacement meter, control solution, and test strips were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.